Event description:
It was reported the patient was admitted to the intensive care unit (ICU) with altered mental status. The healthcare provider (hcp) requested the pump to be turned down (B)(4). The hcp thought the patient had a urinary tract infection (not related to pump). The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver compounded baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).